Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 8:30 am patient was working at the children hospital and her cgm reading was 3.7 mmol/l suddenly she experienced seizure. She was transported by ambulance to a different hospital and no bg taken during the transport. At the hospital, she was treated with IV dextrose. Her subsequent blood glucose readings were 9.8, 11.2, and 4.2 mmol/l, while her dexcom continued to read 3.7 mmol/l. The patient reported leg swelling, a head impact from the fall, and a swollen left wrist. They performed imaging tests including a head CT (computed tomography) scan and x-rays of the left wrist and ankle; showed normal results. No medications or insulin were administered. The patient was discharged between 2:00 and 2:30 pm the same day. At the time of the report the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.